Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Additional, changed, and/or corrected data: b.5., d.1, d.2, d.4, d.7., g.1., g.5, h.4, h.6. The event of hematoma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: hematoma.

Event description:
"Bleeding" and "drainage" was reported. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.3., b.5., b.6., h.6. The event of abscess is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: rupture and abscess.

Event description:
Patients mother reported "has liquid accumulation on right breast", "patient had a bleeding" and "drainage". Patient representative reported abscess, swelling, pain, inflammation, patient distress, rupture, depression, insomnia, breast "hardened," cyst, and "extracapsular fluid accumulation, mainly in topography of axillary extension. Prior to explant, treatment with medications, antibiotics, anti-inflammatories and analgesics was given. The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Patients mother reported "has liquid accumulation on right breast"." The device remains implanted.